Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose (value not provided) when her insulin cartridge reaches 140 units of insulin remaining. The pt injects insulin via syringe to lower her blood glucose. Her target blood glucose level is 120 mg/dl. Troubleshooting did not reveal any product issues. The infusion device was replaced. Upon follow up on (B)(6) 2011, the pt stated that her blood glucose has decreased after switching to the replacement infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.